Manufacturer narrative:
The intraocular lens (iol) was not received for analysis. The lens met all manufacturing specifications prior to release. The initial multifocal implant was exchanged for a monofocal lens suggesting the patient was not able to adapt to the multifocality of the lens. All information available is contained in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available. Not received for analysis.

Manufacturer narrative:
The intraocular lens (iol) was received heavily damaged/broken making a diopter measurement of the device impossible. Batch records were reviewed and showed no deviations. A visual inspection of the optic parts took place and no optical deviations could be found. Diopter measurement records from this particular lens were verified and showed to be within specifications. This is in compliance with the labeled dioptric power 15.0 d for this lot number. A review of the historical complaint data base revealed that no other complaints from this lot number were received. The results of our investigation and the information received in the initial report stating the original implant was exchanged for a higher diopter monofocal lens reasonably suggest this event was not caused by the iol. All information available is included in this report.

Event description:
It was reported the multifocal intraocular lens was removed and replaced with a monofocal lens 2 months post operative. The reason stated was the patient's visual acuity wasn't as good as desired with the multifocal lens. There were no patient complications.